Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-aug-01 information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller stated the pt has not charged the device in 8 months and the ins has been dead for 8 months. Overdischarge was suspected. Caller noted pt may be electing to have system removed. Agent reviewed options related to MRI outside of the head. On (B)(6) 2024 the patient reported that they stopped charging it because it was very difficult to line it up and get it charge and their rep was never able to set programs that would be beneficial to patient's pain or to help get it charging easier. There was always a problem getting an MRI. The patient explained their current pain pump would be switched out in about a year and a half's time and when that occurs the hcp was planning to remove the scs at that time.